Event description:
It was reported that during a percutaneous coronary interventional (pci) procedure, a balloon fragmented and a dissection occurred. The 80% stenotic lesion was located in the calcified and non-tortuous right posterior descending artery (pda). The 1.5mm x 15mm maverick balloon was inflated once to 8 atms. Resistance was encountered during balloon withdrawal. While attempting to remove the balloon, a spiral dissection occurred causing ischemia. The dissection was located in the proximal to distal right coronary artery (rca) and was treated with four non-bsc stents. Approximately 2mm of the balloon detached and was left in the patient post procedure. The balloon segment is currently secure in a small branch off the pda and, in the opinion of the physician, does not pose a risk of embolization. No future attempts to remove the balloon fragment are planned at this time. It was further reported that a balloon rupture did not occur and that the balloon may have, according to the customer, caught on calcium in the pda. The patient experienced elevated cardiac enzymes during the procedure. Patient status is reported as "stable". Additional information has been requested regarding this event.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.